Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for analysis . Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was found have something like a scratch at the optic under the microscope just after the lens was implanted into patient's right eye. The lens was removed during the same procedure and the procedure was completed using backup lens of same model. The incision was enlarged. There was no patient injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 6 2022.. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned, and no issues or scratches could be identified with the lens, aside from the cut. No further issues could be identified with the lens. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Inspection of the handpiece revealed that it was properly assembled and no that there were no issues with the handpiece. The external assembly was inspected and, no gaps or issues were identified with the handpiece. The handpiece was disassembled, and the assembly was inspected, no assembly issues were identified. The provided video was evaluated and reviewed. The involved iol was claimed to be a tecnis enhance optiblue simplicity one-piece iol model dib00v. It is observed a whitish/grayish mark on the lens midperiphery of approximately .1 to .2 mm2, despite attempts to remove such mark during irrigation aspiration step; therefore, the lens was cut, removed and replaced with another iol. The root cause and potential final clinical impact for the observed phenomena cannot be determined from a video assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.